Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule detached from the patient's esophagus prior to the end of the procedure. There was no harm caused to the patient and there will be a repeat procedure performed. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the following investigation is based on accuview graph, risk assessment and IFU. The total duration of the study was 95:39 hours. The ph start with normal value. On the second day of the study at 6:43:05am, the ph dropped below 1ph until 7:51:12am and then the ph raise above 8 ph value, this indicates the capsule detached early. The above investigation and assessment determines that the bravo capsule detached too early. If information is provided in the future, a supplemental report will be issued.